Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They reported that the hls 7.0 unit was primed but they pulled air into the circuit prior to initiating therapy during the "wet to wet" connection. He explained that the air was removed from the pre-membrane side of this circuit prior to initiating therapy. (B)(6), ccp stated that upon initiating therapy the pre-membrane pressure with the circuit (lot 70124669) was 300 mmhg and post membrane pressure was 180mmhg. He explained that they attempted to re-zero the circuit after it had been primed. After initiating therapy the pump was providing therapy. However, he was called into a situation later. The pump flow registered zero but he stated that the rpms were about 3500 at this time. He stated that the only intervention set was on the arterial bubble sensor. He mentioned a possible retroperitoneal bleed that could have potentially occluded the venous cannula. The original hls 7.0 circuit lot 70124669 was replaced. (B)(6), ccp, lp advised that he did not see any clot within the circuit after it was removed. (B)(4).

Manufacturer narrative:
We received the sample on 2019-06-24 for further investigation in the laboratory. The declaration of infection risk (doir) was not filled out completely. Despite several requests a revised doir has not been received yet. Due to this the sample cannot be investigated. Thus the failure could not be confirmed. This complaint will be closed due to a lack of information. The complaint will be re-opened if requested information or any new relevant information is received. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. #:(B)(4), one support: (B)(4).